Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited coating peeling on the connecting tube (1mm² or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of connecting tube has coating peeling is due to degradation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.